Event description:
It was reported ¿this bur got broken during the operation.¿ there was no report of patient impact or injury as a result of the event.

Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). The device was returned for evaluation. As received condition: received 1 sample(s), part number 1884002, from lot number h8742289. Analysis results: equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings). Observations: when compared to the assembly drawing (B)(4) and (B)(4): there was a gouge in the inner and outer mouth opening at the tip which would have resulted in the reported malfunction. When viewed under magnification, there was a smaller secondary gouge distal to the first near the last tooth on the same side. There were abrasions near the larger gouge. The information indicates the device came in contact with another device [potentially a stylet] while moving in a counterclockwise direction, which caused the inner blade to lift up and catch the outer mouth opening; the abrasions most likely occurred while trying to dislodge the other device from the tip. Based on the product analysis findings the reported complaint was confirmed with the root cause likely the result of mishandling of the device. (B)(4).